Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent malfunction alarm occurred. Additionally, it was reported that multiple intermittent pump shutdowns occurred. The customer's blood glucose level was approximately 200s mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.